Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the right atrial (ra) lead exhibited failure to capture. X-ray confirmed that the ra lead had dislodged. The device was then programmed to vdd mode, and the ra lead was subsequently explanted and replaced. No patient consequences were reported and the patient was discharged home on the same day.